Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's ECG waveform did not appear on the display. There was no health damage.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The iabp worked normally and was returned to the customer.

Event description:
It was reported that during use after pci, the cardiosave intra-aortic balloon pump (iabp) ECG waveform did not appear on the display. There was no health damage.